Manufacturer narrative:
(B)(6). The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device 00001581 number, and no internal action related to the complaint was found during the review. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that an unknown patient underwent an unknown ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small. There was reverse blood from the port. There was reverse blood from the port shortly after use. Since blood was not reversed during catheter insertion, the catheter was used as it was, and the procedure was terminated. The procedure was completed without patient's consequence. The hemostasis valve (gasket) did not break into two or more separate pieces. The hemostatic valve/brim cap/hub did not become detached from the sheath. The sheath was not being used on the patient. Hemodynamics were not compromised due to bleeding and the approximate volume of blood that was lost was a few drops, but the exact amount is unknown. No medical intervention was required to stop the bleeding. The hemostatic valve separation is MDR-reportable.